Event description:
It was reported that intermittent occlusion alarms occurred. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.